Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the fifth inflation during pre-dilation. The first four inflations were to 14 atms each. The lesion being treated was located in the calcified, 90% stenotic and severely tortuous right coronary artery (rca). The procedure was successfully completed with another of the same device and placement of a stent. Patient status is listed as "good".